Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was getting an unrelated MRI. Per the patient programmer the patient was full body eligible. The patient reported that they were still feeling stimulation even though the implantable neurostimulator (ins) was in MRI mode. This was reviewed as potential residual stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.